Event description:
The patient was initially admitted for a procedure to treat deep vein thrombosis in 2008. There was stenosis proximal to the brachial access. While advancing the deployment sheath of an optease vena cava filter, it was noted that there was resistance/friction, through the stenosis. An attempt was made to place the filter in the inferior vena cava, however, the filter was under expanded and migrated to the patient's heart. The filter was retrieved with a snare, and the patient did not suffer any further consequences. Pre and post imaging was conducted.

Manufacturer narrative:
The product is expected to be returned for additional testing. A review of the manufacturing records associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted upon 30 days of receipt.